Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a lap bowel resection, the surgeon was firing across the mesentery and there was bleeding from the blood vessel. The device cut but when the surgeon observed the staple line, it was incomplete. They used an endoloop device and secured the vessel to stop the bleeding and continued to complete the procedure. There was no blood products required for the patient. There was no patient consequence reported.